Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Mfg report reference: 3006705815-2019-01899. It was reported that the patient experienced ineffective therapy. The patient had a fall and stated that therapy changed after the fall. A field representative checked the system and several lead contacts were showing low impedance. Imaging was ordered and it showed the leads had migrated. The patient may undergo surgical intervention.

Event description:
Follow up information received that the patient underwent surgery where both leads were replaced. The patient reported a seizure which contributed to the leads migrating. Effective therapy was restored post operation.